Manufacturer narrative:
During the eval of the device at the MFR's svc center, a "svc required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. Device has been repaired but not returned to the customer, pending customer approval of estimate.

Event description:
A ventilator was returned to the MFR for svc. There was no harm or injury reported.